Event description:
The new olympus endobronchial ultrasound scope (bf-uc190f) tip is smaller than the previous bf-uc180 tip, so the balloon does not fit properly. The balloon is stretched taunt on the 180 scope but is loose and wrinkled on the 190 scope. The balloon only comes in one size and is easily rubbed off the tip of the new scope. During a procedure, the balloon tends to slip off the tip within the patients airway which could lead to serious harm and blockage. The concern is loss of the balloon in the airway. Sites that are using or are considering using this new scope should be aware of this potential safety issue to avoid patient harm. Manufacturer response for bronchoscope bf-uc190f, bf-uc190f (per site reporter). The tip of the bf-uc190f is smaller than the previous bf-uc180f model and they use the same balloon. Manufacturer met with us and informed us that the tip is smaller and they would look into it. This issue applies to all bf-uc190f scopes and manufacturer mentioned that there are no plans to produce a balloon that has a tighter fit for the newer model ebus scope. Manufacturer also did not share reporting data from the field to determine the extent of complaints from other facilities.

Event description:
The new olympus endobronchial ultrasound scope (bf-uc190f) tip is smaller than the previous bf-uc180 tip, so the balloon does not fit properly. The balloon is stretched taunt on the 180 scope but is loose and wrinkled on the 190 scope. The balloon only comes in one size and is easily rubbed off the tip of the new scope. During a procedure, the balloon tends to slip off the tip within the patients airway which could lead to serious harm and blockage. The concern is loss of the balloon in the airway. Sites that are using or are considering using this new scope should be aware of this potential safety issue to avoid patient harm. ====================== manufacturer response for bronchoscope bf-uc190f, bf-uc190f (per site reporter) ====================== the tip of the bf-uc190f is smaller than the previous bf-uc180f model and they use the same balloon. Manufacturer met with us and informed us that the tip is smaller and they would look into it. This issue applies to all bf-uc190f scopes and manufacturer mentioned that there are no plans to produce a balloon that has a tighter fit for the newer model ebus scope. Manufacturer also did not share reporting data from the field to determine the extent of complaints from other facilities. 1/13/2023 additional information: olympus ebus bronchoscope (bf-uc190f) malfunction during procedures causing damage to instrument (i.e. Needle) resulting in the procedures not being completed. *background/risk factors - this is an ongoing issue and impacting several bronchoscopes ebus bf-uc190f. This is causing delay and cancellation of surgical cases to avoid harm and ensure patients are not exposed to unsafe devices. *assessment- this is delaying care in patient that has gone under anesthesia for the procedure and not getting the information needed in order to receive the proper treatment for serious conditions including cancer. *response/interventions - procedures stopped to avoid any more damage to the equipment and keeping patient safe. The olympus ebus bronchoscopes used are also damaging equipment (needles) which could affect completion of procedures. Equipment has been sequestered and sent to manufacturer for repair. Olympus aware of event: they are going to repair a scope themselves (instead of third party) to identify what reasons leading to device failures.